Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during patient treatments air is entering the venous chamber while the machine is running. In some cases, we've been able to identify the source of the leak by observing saline dripping from the port that connects the arterial line to the saline line. However, there have also been instances where no leakage is visible at the port, yet air still enters the venous chamber. As a temporary workaround, we've found that disconnecting the saline line can stop air from entering the venous chamber. Unfortunately, this does not fully resolve the issue, and we are unable to complete the treatment using the malfunctioning bloodline. As a result, we are forced to return the patient and reinitiate treatment with a new bloodline setup.